Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient consulted with a physician and was prescribed an oral steroid (prednisone 20 mg) and an oral muscle relaxant (cyclobenzaprine 5 mg). The dosing frequency for both medications was not provided. At the time of the report, the patient stated that they were doing well. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.